Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal locator was attempted to be inserted into the sheath after the reference indicator on the locator hub was aligned with the reference indicator on the sheath cap, unusual heavy resistance was felt. As the locator was found to be kinked, the device was not used and replaced with another angio-seal device to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no visual or functional anomalies. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.